Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side "rupture" diagnosed by MRI. Healthcare professional additionally reported right capsular contracture baker grade ii. Device remains implanted.

Manufacturer narrative:
Photographic device evaluation: visual analysis of the photographs identified. Through the photos provided, it is not possible to determine the lot number and catalog. Observed broken device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Healthcare professional reported the device has been explanted.